Event description:
It was reported that the system 2800 would not initialize on the first attempt of day delaying procedures. The system displayed "generator system error". There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the low voltage power supply was defective and was replaced. The system was tested and found to be working as intended and placed back into service.